Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data for the period from (B)(6) 2019 till (B)(6) 2019 showed the electrical measurements of rv lead in range. In particular the values of the pacing impedance (approx. 600 ohms) and rv shock continuity (approx. 500 ohms) were stable. The available data for the period from (B)(6) 2019 till (B)(6) 2019 showed for the lv lead the base pacing impedance value level at approx. 750 ohms, interrupted by abrupt rises of short duration. Two of these jumps exceeded 3000 ohms. The provided iegm freezes showed artifacts on the right ventricular channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 49 months after the implantation, during a follow-up the impedance on lv lead was out of range (greater than 3000 ohms). Stress tests were performed and it was noted that the impedance increased while programmed to rv coil to lv ring/lv tip configuration. The device was programmed to lv ring to lv tip configuration and the impedance was in range. Based on the tests and reprogramming a damage of the rv lead is suspected.